Event description:
It was reported that during unknown timing the device was skipping and not working right. There was no harm or delay noted. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under(B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during unknown timing device was skipping and not working right. There was no harm reported. Follow-up provided no details or additional information. Due diligence information complete.